Event description:
Customer reported receiving an unexpected alarm on his insulin pump. The customer's blood glucose was 130 mg/dl. Customer was assisted with clearing the alarm. He also stated the insulin pump was not stored or not in use for an extendd period of time. The customer was advised to monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.